Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the patient had high impedances that was coming and going when moving around which was indicative for air pocket. The patient underwent a revision procedure wherein a lead that had pulled out was replaced. No device malfunction was suspected. The patient was doing well post-operatively.